Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, component codes, investigation conclusions), h10. A getinge field service engineer evaluated the unit and stated that although the problem has not reoccurred, fse replaced the power management. Fse also stated, touch panel is not working properly. In order to fix the issue fse replaced touch screen assembly. After the replacement, the update to d.00 was completed with out any problems, and the touch panel responded properly. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that when updating to d.00 by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's connector could not be inserted. The pins of the 50-pin connector on the power management board were bent. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1 ( event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer evaluated the unit and found some of the internal pins were broken and bent, making it impossible to insert. Planned to repair and replace the power management board parts. No further information is available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that when updating to d.00 by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's connector could not be inserted. The pins of the 50-pin connector on the power management board were bent. There was no patient involvement. Event occurred before use, no patient involvement, no health hazard harm, discovered by getinge fst.